Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Serial #: healthcare provider provided serial numbers (B)(4), however did not know which serial belongs to which side. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Patient reported a left side deflation. Device remains implanted.